Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device exhibited multiple vf episodes due to suspected myopotential oversensing. Reprogramming was suggested. No further information is available.